Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm® volux, juvéderm¿ voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. Patient had major dental work, developed infection and then had to be treated with antibiotics. No additional information provided. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00931 (allergan complaint # (B)(4)). This MDR submitted is being submitted for the juvéderm® volift¿ with lidocaine injection.

Manufacturer narrative:
Additional data: b.3, b.5, b.7, section c, d.1, d.4, d.6, e.1, g.1, h.4 the event of "wisdom tooth lower left infection" is considered an unexpected adverse drug experience.

Event description:
Upon further follow up, healthcare professional reports that a patient was injected with juvéderm® volbella® with lidocaine in the lips and juvéderm® volift¿ with lidocaine in "soof" 2 weeks later. Patient was not injected with juvéderm® volux and juvéderm¿ voluma¿ with lidocaine as previously reported. Patient experienced wisdom tooth lower left infection (not related to filler) then followed by extraction of same 3 months post injection. Noted nodules in lips and under lt eye (soof) shortly after wisdom tooth extraction. Delayed calling healthcare professional until the following month as nodules began to inflame and multiply throughout lips. Client came in for assessment the same day. Hyaluronidased nodules- little to no change. Began prednisone 30 mg po daily 5/7 and ciprofloxacin 500 mg bid x 14/7. Nodules completely gone upon completion of ciprofloxacin.